Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type lead. Product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type extension product ID 3708140 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2014. Product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient would feel a strong electrical current when moving their head or walking. No environmental or external factors were reported that may have led or contributed to the issue. Impedances were checked and it was confirmed that the majority of the patient¿s electrodes were above normal limits. The manufacturer representative also reported that impedances were intermittent. X-rays were taken to visualize the lead and to look for possible breaks or kinks in the wire. It was noted that the issue occurred on the date of this report and had not been resolved yet. Surgical intervention was planned as the patient was referred to a neurosurgeon for possible surgical lead placement. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
Other applicable components are:product ID 977a260 (B)(4) implanted: (B)(6)2014 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported there was no determining factor on the x-ray of the leads. The doctor believes that the lead may be bent causing intermittent stimulation and impedances. The patient will be referred out for a surgical lead and revision. No further information was reported.